Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: review of the black box shows dates from 1/7/2007 -1/15/2007. Evidence of short battery life along with battery alarms including eaw 128-fe88 and eaw 128-fe89 alarms observed in the black box. The battery cap that was returned with the pump for investigation was able to fully tighten on the pump. On examination, the battery compartment was noted to be cracked below grip pad and the case was cracked in the upper right corner of the display area. There was evidence of moisture behind display lens. On investigation, due to moisture contamination, the pump powered on with a multicolored, distorted display image. Electrical currents were evaluated and determined to be within specifications. During investigation, due to internal moisture contamination a cs 078 motor rewind error was received on each "rewind" attempt. Unable to obtain "rewind and load" values due to cs 078 motor error on each "rewind" attempt. Investigation was not able to complete all investigational steps due to internal moisture contamination. The leak test showed a leak at the crack in pump case. The pump case was removed for investigation and revealed evidence of moisture contamination throughout inside of pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.